Manufacturer narrative:
The blower moog motor assembly was returned to failure investigator (fi) lab for evaluation. Visual inspection of the blower assembly revealed no signs of damage or contamination. The blower assembly was installed into the fi test ventilator. An operational test was performed and the ventilator did not boot up from ac and did not deliver breaths. The ventilator went ventilator inoperative (vent inop) and generated an error code message of air valve liftoff failure at post. The ventilator was booted into diagnostic mode and blower test was performed. It was found that the blower assembly oscillates that causes the error during testing. Fi technician performed a blower assembly motor winding resistance and hall effect sensor tests and results that all three hall sensors outputs does not toggle when the motor shaft is rotated indicating that all the hall effect sensors ha, hb and hc are non-functional. The determination could be made that the device failed to meet specifications. The root cause for the reported issue is due to bad hall effect sensors ha, hb, and hc.

Event description:
The customer reported that the unit was not working. The customer reported there was no patient involvement.